Manufacturer narrative:
The device was returned and is in the process of being evaluated. When I receive the investigation report, I will file a supplemental.

Event description:
It was reported that "the handle broke loose towards the end of the procedure."